Event description:
It was reported that the patient has pain and stimulation at the ipg site. The physician revised the patient by burying the coil of the leads deeper into the incision site. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. Additional suspect device components involved in the event: model: sc-2108-50m; linear lead, 50 cm (phase ii). A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory. This is a final report.